Event description:
Patient presented with a 1cm, exophytic lesion in the upper pole of the left kidney. The rita generator was set to 50w for the procedure. The surgeon inserted the habib into the kidney, just outside of the lesion. After he pressed the foot pedal, the habib ablation time was over 1.5 minutes; however, there only appeared to be coagulation around one of the tines. Blood was pouring out of the other three tines. I asked the dr to leave the habib in place and tap the foot pedal for a second ablation. This time, the habib ablated again for over a minute and nothing appeared to coagulate, except around that one tine. He ablated for a third and fourth time and nothing changed again. I asked him if he could take that habib out and switch it to the other habib in the kit. When he pulled the habib out, a chunk of kidney about 1cm around was lodged between the four tines. This caused the kidney to literally tear in half and bleed excessively. The patient lost about 1400cc of blood. The dr had no choice, but to take out the entire kidney.